Event description:
It was reported that the unit will not exceed 95% light output. Further, the unit displayed errors.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.